Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had a blank display and she changed the battery three times. Customer started to look for her old device and display returned on its own. Customer blood glucose was 242 mg/dl and currently it was 75 mg/dl. Customer also expressed she had a low blood glucose in the 70 mg/dl range. The device does not show any signs of physical damage. The device has been dropped in the restroom but states there is a rug. Customer stated the device has not been exposed to any moisture except sweat from having the device next to her body. Customer does not use the recommended type of battery type. Battery cap was not missing or damage. Battery compartment or spring was not damage nor corroded. Customer inserted a new battery and display returned. New battery cap was sent to the customer. No further information reported.